Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the camera head failure of the subject device due to water invasion to the camera head by applying the unexpected stress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not displayed, because it have occurred due to the water invasion inside during the incoming inspection for the repair at olympus thailand. It was tested and the image of the subject device was displayed after the subject device was dried with oven, but the image color was wrong on sometime for the several minutes. There was no patient injury associated with this report.